Event description:
It was reported that the patient passed away due to multi-system organ failure related to a gastrointestinal bleed (gib). The patient received blood transfusions, a colonoscopy, a lab work-up, and octreotide to treat the gib. The multi-system organ failure was noted to have stemmed from the patient¿s underlying nonischemic cardiomyopathy. The patient¿s outcome was not considered to be device or therapy related, and the device had operated as expected.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists bleeding, various forms of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, hepatic dysfunction), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Review of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.